Manufacturer narrative:
(B)(4). D10. Revitanâ®, distal part, curved, uncemented, 20/140 item# 0100406120 lot# 2627253 cobalt-chrome head 36 mm item#uknonwn lot#unknown unk wire cerclage ¿ proximal & distal unk acetabular cup unk liner g2. Report source: germany. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Based on the provided radiograph, the radiolucency around the proximal component might point to a possible loosening. It is possible that loosening of the proximal component in combination with the firmly fixed distal component led or contributed to the pin fracture. However, since no x-ray after implantation was provided, it remains unknown at what point in time the loosening of the proximal component occurred. In conclusion, based on the investigation a pin fracture can be confirmed. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a single definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial right total hip arthroplasty followed by a revision approximately 14 months post implantation due to loosening. Subsequently, began to experience pain and underwent another revision where metallosis was encountered and the stem was found fractured within the cone area, at the connection site. All implants were revised without complication. Diligence is complete and additional information on the reported event is unavailable at this time.